Event description:
Patient reported obtaining a result of 5.5 inr (capillary sample), on the coaguchek xs system, within 4 hours of receiving a result of 4.1 inr (sample type not provided) on an unspecified laboratory instrument. Patient did not modify therapy based on the result from the coaguchek xs system. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. Device not returned to manufacturer.